Event description:
The company was informed that the patient experienced loss of lock between the internal device and external equipment. Programming adjustments were made, however, this did not resolve the issue. The patient's device was explanted. The patient was reimplanted with another cochlear device.